Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been removed from the handle. T1 is free from the needle. T2 has been advanced to the pre-deployment position on the distal end of the needle. T2 was tested for deployment using a rubber meniscus model and deployed as intended. Reported complaint of pre-deployment of t2 cannot be confirmed. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During a lateral meniscus repair procedure of the red and white zone using a contralateral approach it was reported that upon placing t1, t2 was pulled out at the same time. None of the implants remain in the patient unsupported; the surgeon was confident all pieces/debris was removed. A back-up device was used to complete the procedure; there was no delay in the procedure. The patient was noted to be fine post-procedure.